Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test; sensor passed per specification. Also, performed bicarbonate buffer test; sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she took off the sensor at the doctor's office and put it in her purse. Customer mentioned that she was in threshold suspend at the moment and she had been receiving a calibration error. Customer declined troubleshooting for the calibration error because she already changed the sensor. Customer's current sensor is working fine.